Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture dates: september 26, 2012 - september 27, 2012. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow stopped in an lv 2 infusor. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is

Manufacturer narrative:
(B)(4). Evaluation summary: the infusor was received for evaluation. Visual inspection and flow testing were performed. Flow was visually observed at the distal luer. The evaluation did not identify any malfunctions. Should additional relevant information become available, a follow-up medwatch will be submitted.